Event description:
On the 4th use of the fiber, the doctor was performing a ureteroscopy with ho:yag laser lithotripsy. Settings were 600mj and 6hz through a flexible ureteroscope in the mid-ureter. He heard a `pop' and felt a burning sensation in his left shoulder blade, noting that the fiber has broken. It broke about 6 inches (or so) under where the fiber had been threaded through the scope (not `in' the scope....between the laser and the proximal working channel of the scope). He mentioned that he `may' have been leaning against the patient's leg, which was in stirrups, and that the fiber `could' have been rubbing between the surgeon and the hard plastic `boot' of the stirrup ---he didn't think that was the case, but he thought that it `could' have.